Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis noted external insulation abrasion breaching re cables lumen due to friction to another device or feature of the heart was noted at 7.6 cm to 8.9 cm from the distal tip. Re cables etfe coating was intact and the inner coil was not exposed in this abrasion region. Additionally, internal insulation abrasions breaching re cables lumen were noted at 15.3 cm to 16.3 cm and 17.3 cm to 19.6 cm from the distal tip. Re cables etfe coating was intact and the inner coil was not exposed in these abrasion regions. (B)(4).

Event description:
This report is to advise of an event observed during analysis.